Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The battery low alarm was determined to be due to a failure of the 2.5 hour battery test. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.